Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2021. The patient¿s parent reported a skin reaction with itching, rash and redness, which extended beyond the patch perimeter and occurred the day after the sensor had been inserted. They used sureprep prior to insertion which did not help, and prescription treatment with triamcinolone acetonide 0.1% (topical steroid) and atarax (rx-only oral antihistamine). A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.